Event description:
Per oos, this system was removed due to infection and erosion and the hospital discarded the system. Also removed were: lumax 340 dr-t, MDR 1028232-2007-00393, linox sd 65/18, MDR 1028232-2007-00394.